Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified) at 3pm. It was reported the patient obtained blood glucose results of "70 mg/dl" with the subject meter and "46 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient does not take medications to manage his diabetes and continued to follow his usual diabetes management routine. The reporter claims, the patient felt symptoms of sweaty and clammy. The patient took glucose tablets/ glucose gel, in addition to, also taking food and/ or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4):the mss was able to follow up with the patient's wife on (B)(4) 2012. Based on the additional information obtained, this complaint is being ruled out as an adverse event.the patient's wife reported the patient had fasted for 23 horus prior to the alleged issue in preparation for a c peptide test which caused the patient's symptoms suggestive of hypoglycemia. Immediately following the test with a healthcare professional, the patient self administered glucose tablets and orange juice and 20 minutes later, his symptoms abated.